Event description:
Investigator reported that the revascularization carried out 14 months post procedure was probably related to the study device and highly probably related to the study procedure. Ref MFR # 3004066202-2012-00015, 3004066202-2012-00016, 3004066202-2012-00017

Event description:
It was reported that the patient experienced blood loss requiring a transfusion approximately (B)(6) months post index procedure. Patient death was reported approximately (B)(6) months post index procedure following two episodes of ventricular tachycardia. Cause of death was reported as worsening of common health status. Relationship between the device and the event was not assessed.

Event description:
Investigator reported that the previously reported revascularization performed approximately 3 months post procedure was possibly related to the device and procedure. Amputation was reported to have been performed on the right limb above the knee approximately 15 months post index procedure. Investigator reported that the event was not related to the study device and procedure.

Manufacturer narrative:
Inherent risk of the procedure (restenosis requiring medical/ surgical intervention).

Manufacturer narrative:
(B)(4) - inherent risk of procedure (hemorrhage and death).

Manufacturer narrative:
The investigator updated the outcome of the previously reported blood loss to ongoing and not related to the study device or procedure.

Event description:
Three amphirion deep pta balloon catheters were used to treat a stenotic de novo lesion located in the peroneal artery of the right leg. It was reported that patient experienced worsening of ulcers in the right foot post pta procedure. Revascularization was performed approximately 3 months index post procedure. Investigator reported that the event was unlikely related to the study device/ procedure. Patient developed a new wound on the big toe of the contralateral limb approximately 1 year post procedure and approximately one month later developed an infection of the knee joint and worsening of an ulcer malleolus on the lateral right te. Investigator reported that the event was not related to the study device/ procedure. It was reported that, approximately 14 months post index procedure, the patient underwent revascularization of the target lesion due to restenosis and increasing of the pre-existing wound size. An amphirion deep was used to treat the lesion. No other clinical sequelae were reported. Ref MFR # 3004066202-2012-00015, 3004066202-2012-00016, 3004066202-2012-00017